Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; rectal pain; other pain: urethra, stomach & bladder pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2011 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: to loosen sling. On (B)(6) 2015 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: pandenscopy. On (B)(6) 2016 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: panendoscopy & lithopaxy to mesh & bladder stones with laser & fragment removal. On (B)(6) 2017 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: colonoscopy. On (B)(6) 2017 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: panendoscopy & removal of mesh erosion into bladder & cysto diathermy. Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: various types of pain medication-incl endep for the treatment of: pain /irritation management. Treatment duration: ongoing. On (B)(6) 2013 the patient commenced other medication (please specify): vagifem for the treatment of: irritation / hormones. Treatment duration: ongoing. On (B)(6) 2012 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: try and strengthen pelvic floor muscles etc. Treatment duration: couple of months. On (B)(6) 2011 the patient commenced topical treatment (including oestrogen cream): oestrogen cream for the treatment of: irritation management. Treatment duration: unsure. On (B)(6) 2020 the patient commenced other medication (please specify): cbd oil & lgp oil 10/10 & tilray cbd/ thc 25/25 oil for the treatment of: pain / irritation management. Treatment duration: ongoing.